Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic thoracic case, on takedown of lung tissue, when taking of the pulmonary artery and pulmonary vein branches, the space they were working in was very tight and poor patient positioning caused over articulation and torquing/pressure on the device in order to take the vessels that needed to be taken. The surgeon pushed the device past its limits structurally and it was the only way for them to take the vessels. The part where the reload and stapler meet broke off and fell into the patient cavity and was retrieved by graspers. More handles were opened to complete the case. There was no patient injury.